Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017. Additional information has been requested; however, not made available per the date of this report.

Manufacturer narrative:
This report is submitted july 5, 2017.